Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. The device is programmed to the primary vector. Technical services noted that the noise is most likely due to myopotential. Review of device data found there was stored episodes from a few months ago in which the patient received inappropriate therapy due to t wave oversensing. Ts recommended an in-clinic evaluation. At this time, the s-ICD system remains in service. No additional adverse patient effects were reported.